Manufacturer narrative:
Concomitant products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2013, product type: accessory. (B)(4).

Event description:
It was reported that telemetry confirmed a critical alarm was occurring due to zero ml reservoir volume reached. Per the reporter the patient¿s pump became empty and the patient heard the alarm. The patient had some other compounding issues including a psych issue. The patient had also missed a few refill appointments and the pump had alarmed at the low reservoir and empty reservoir. At the patient¿s refill on (B)(6) 2015 the hcp was able to draw out 1cc from the reservoir so the patient still had a small amount of drug in the pump. The hcp refilled the pump and would monitor. No drug or patient outcome reported. Further follow-up was being conducted to obtain information. If additional information is obtained a follow-up report will be sent.